Manufacturer narrative:
The returned device was evaluated. The device is functioning as designed. It was found that the ground screw was missing. The missing screw does not affect device functionality, but it could affect hi-pot testing. The upper display was also found to be detached from the case and rattling inside the device with the screws. The device passed both manual and preset simulation tests. No product performance issue identified related to spo2 and pulse rate was found. The device is functioning as designed.

Event description:
It was reported that the device upper display was damaged. The spo2 value measured by the rad-87 unit was 92% while with a different monitor, the user is getting 99%. No known impact or consequence to patient.